Event description:
It was reported by dealer that the (B)(4) concentrator is not alarming and does not have air flow. The dealer also stated the case has got paint on it.

Manufacturer narrative:
Follow up will be filed if additional information is received. Unit was evaluated on 5/26/2015 and repair statement shows that the irc5po2v concentrator had a noisy compressor.

Event description:
It was reported by dealer that the irc5po2v concentrator is not alarming and does not have air flow. The dealer also stated the case has got paint on it. Unit was evaluated on 5/26/2015 and repair statement shows that the irc5po2v concentrator had a noisy compressor.

Manufacturer narrative:
Record will be reevaluated and follow up done if more information is received.